Manufacturer narrative:
(B)(4). Batch p91j0y. The device was returned with the tissue pad in good condition. The blade was damaged with the tip off. The blade tip was returned in a separate plastic container. The blade tip must have broken off during device transport to the analysis site. The reported complaint was for tissue pad issues. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. During investigation of the device it was confirmed that the blade error detected alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, tissue pad began to peel away from the distal tip near the end of the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.